Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please disregard the MFR report # 0009610622-2015-00188. Please note that this event is duplicate of stryker report MFR. Report # 0009610622-2015-00211 stryker pi 822199.

Event description:
The sales rep has reported that whilst in surgery for a t2 ankle fusion nail, a drill bit allegedly broke off inside a patient. The sales rep was present when the reported event occurred. The sales rep has reported that whilst the surgeon was drilling a hole for a posterior screw, the drill bit reportedly snapped off. The tip of the drill bit, around 2 inches in size, snapped off. The sales rep has reported that the customer successfully retrieved the detached piece of the drill bit from the patient. Surgery was completed successfully with a 5-10 minute delay due to the reported event.

Event description:
The sales rep has reported that whilst in surgery for a t2 ankle fusion nail, a drill bit allegedly broke off inside a patient. The sales rep was present when the reported event occurred. The sales rep has reported that whilst the surgeon was drilling a hole for a posterior screw, the drill bit reportedly snapped off. The tip of the drill bit, around 2 inches in size, snapped off. The sales rep has reported that the customer successfully retrieved the detached piece of the drill bit from the patient. Surgery was completed successfully with a 5-10 minute delay due to the reported event.